Event description:
Two to three months after implant, it was reported that the patient never had coupling while recharging. The ins was a buttock implant and felt tilted in the pocket, and it was noted that the patient had lost weight recently. It was later reported that the patient had the neurostimulator repositioned to a back location because of weight loss, though the time of the revision was not known.

Manufacturer narrative:
Product ID, 39565-30 lot# serial# (B)(4), implanted: 2008 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), implanted: 2008 (B)(6), product type recharger product ID, 37742 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient product ID, 3708140 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension product ID, 3708140 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension. (B)(4).